Manufacturer narrative:
By checking the manufacturing chart of the lot # 1317064, no anomaly was detected on all the 38 humeral heads manufactured with this lot. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery performed on (B)(6) 2019 due to dislocation. Previous surgery was performed on (B)(6) 2014. During revision, smr anatomic was converted to reverse. According to the information reported, cuff was intact. Patient is male and (B)(6). No other information available. Event occurred in (B)(6).